Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the water in the balloon was not withdrawn during catheter removal. It was later reported that the non-rupture method was attempted, however failed. The patient was transferred to another hospital. Since no further information was provided, it is unknown how the catheter was removed. The patient allegedly experienced considerable pain.

Manufacturer narrative:
The reported issue was inconclusive. The device was returned and visually inspected. Received only distal part of catheter about 21cm long. Observed accumulation at the sac. The sample was evaluated and no pinch or blockage was observed. Able to introduce water in the returned sample. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"

Event description:
It was reported that the water in the balloon was not withdrawn during catheter removal. It was later reported that the non-rupture method was attempted, however failed. The patient was transferred to another hospital. Since no further information was provided, it is unknown how the catheter was removed. The patient allegedly experienced considerable pain.